Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) to report that her onetouch verio2 meter read inaccurately high in comparison to another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017, in the afternoon, she obtained a result of ¿200mg/dl¿ on the subject meter, which she felt was inaccurately high in comparison to a result of ¿102mg/dl¿ on another device, performed within 30 minutes of each other. The patient does not take any medication to manage her diabetes but stated that on (B)(6) 2017 she consumed food or drink. The patient denied developing any symptoms as a result of the meter issue however stated that on (B)(6) 2017 she visited her doctor¿s office where she was prescribed metformin 500mg pills. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient did not have control solution to perform a control test. The product was replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. The patient did not receive treatment for an acute diabetes complication. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.